Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: (B)(6). Therapeutic range: 2.0 - 3.0. The patient was hospitalized on (B)(6) 2015 for pneumonia and had been having symptoms but could not specify the length of time. The laboratory inr at the time of hospitalization was "in the 5's" the patient was treated with antibiotics for the pneumonia and the warfarin was held on (B)(6) 2015 and (B)(6) 2015. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing on strip lot 362568a met release criteria and the product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have pneumonia. Pneumonia was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.